Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was bad latch lock sensor and mechanism. This was determined to be a reportable issue. The bad latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it had a latch/lock issues. Upon physical inspection, a bad latch lock sensor was found. There was no patient involvement, and no patient injury was reported.